Manufacturer narrative:
Added b.7, h.4 manufacture date and d.4 expiration date. Corrected d.6, removed implant date as device was not implanted. The sapien 3 ultra valve was returned crimped on a 26mm commander delivery system, partially inserted through the esheath. Multiple bent struts (approximately 90 degrees) were observed on the inflow of the valve. The valve was expanded and three outward bent struts on the inflow of the valve were observed near the cp2 and c3. The valve profile was distorted and canted. All struts were exposed through the skirt, normal after crimping and use. All leaflets were wrinkled and dehydrated due to the storage condition during the return handling process. Flex tip gouges were present on the delivery system. The sheath shaft was noted to be kinked, liner torn, and compression mark underneath the strain relief. No dimensional and/or functional testing was able to be performed due to device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. Calcification was present near the lower abdominal area in the patient's access vessel. Tortuosity was present near the transition (peripheral to the aorta bifurcation) in the patient's left access vessel. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The frame damage was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, frame of the valve was damaged due to kink in the esheath as a result of patient raising his/her leg after sheath insertion. Per case notes, difficulty was experienced in the partially expandable portion of the sheath, where a lot of push force was needed. During product evaluation, sheath kink was observed, which can lead to resistance during delivery system insertion. Compression marks underneath the strain relief seen during product evaluation indicated resistance and use of high push force. Flex tip gouges were also observed, indicating excessive device manipulation. If high push force was applied to overcome resistance during the delivery system advancement, valve struts can get caught on the sheath and result in damage to valve frame (inflow strut bent outward). As such available information suggests procedural factors (high push force/excessive device manipulation/kinked sheath due to patient movement) may have contributed to the complaint event.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach difficulty was encountered advancing the valve and delivery system through the esheath. It was observed the valve frame had become damaged, therefore the devices were withdrawn without issue. Upon removal vessel damage was discovered. Pta and implantation of a stent was required. The patient was in stable condition post procedure.